Manufacturer narrative:
Device not returned. Additional manufacturer narrative: through follow up with the health care provider, it was learned the device was explanted due to endocarditis and not available for return because it was discarded at the hospital. No other information has been provided. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The source and type of infection were not provided. Without return of the device or additional information from the health care provider, we are unable to determine root cause for this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, a 19 mm valve was explanted after an implant duration of approximately 3 years, 3 months (39.87 months) due to prosthetic valve endocarditis (pve). It was replaced with a 19mm magna ease valve, model 3300tfx. The customer was asked and has affirmed that the device was not the source of the infection and did not cause or contribute to the event. The device will not be returned for evaluation because it was discarded at the hospital.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.